Manufacturer narrative:
Balloon: model- 72400024, lot sn- (B)(6), mfg date- 08/22/2018, exp date- 08/21/2023, gtin- (B)(4). Pump: model- 72404127, lot sn- (B)(6), mfg date- 10/30/2018, exp date- 10/30/2019, gtin- (B)(4). Device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the cuff identified no damage or irregularities that would impact cuff function. The pump component was visually inspected, microscopically examined, functionally tested, and tested for leaks. Analysis of the control pump identified no damage or irregularities that would impact pump function. The control pump passed all functional tests. The balloon component was visually inspected, microscopically examined, functionally tested, and tested for leaks. Analysis of the balloon identified no damage or irregularities that would impact balloon function. The balloon passed functional testing. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed. It was explained that the patient presented in the facility on the morning of (B)(6) 2019 stating that since his aus had been activated he had been experiencing increased abdominal pain and scrotal pain, overlying erythema, tenderness and general malaise. The patient reported that he had no documented fevers; however, he did report feeling systematically unwell. The patient reported that he was able to cycle his device easily without concern. In the day following the activation period, he was able to easily locate the pump, deflate the cuff and empty his bladder. As his symptoms progressed, he has found it progressively harder to locate his cuff and has found it increasingly tender. The physician l ultimately decided the device was infected and to remove the device. The patient is now stable.

Manufacturer narrative:
Balloon model: 72400024, lot sn: (B)(6), mfg date- 08/22/2018, exp date- 08/21/2023, gtin: (B)(4). Pump model- 72404127, lot sn- (B)(6), mfg date- 10/30/2018, exp date- 10/30/2019, gtin: (B)(4). H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the cuff identified no damage or irregularities that would impact cuff function. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed. It was explained that the patient presented in the facility on the morning of (B)(6) 2019 stating that since his aus had been activated he had been experiencing increased abdominal pain and scrotal pain, overlying erythema, tenderness and general malaise. The patient reported that he had no documented fevers; however, he did report feeling systematically unwell. The patient reported that he was able to cycle his device easily without concern. In the day following the activation period, he was able to easily locate the pump, deflate the cuff and empty his bladder. As his symptoms progressed, he has found it progressively harder to locate his cuff and has found it increasingly tender. The physician l ultimately decided the device was infected and to remove the device. The patient is now stable.

Manufacturer narrative:
Balloon: model- 72400024, lot sn- (B)(4), mfg date- 08/22/2018, exp date- 08/21/2023, gtin- (B)(4). Pump: model- 72404127, lot sn- (B)(4), mfg date- 10/30/2018, exp date- 10/30/2019, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed. It was explained that the patient presented in the facility on the morning of (B)(6) 2019 stating that since his aus had been activated he had been experiencing increased abdominal pain and scrotal pain, overlying erythema, tenderness and general malaise. The patient reported that he had no documented fevers; however, he did report feeling systematically unwell. The patient reported that he was able to cycle his device easily without concern. In the day following the activation period, he was able to easily locate the pump, deflate the cuff and empty his bladder. As his symptoms progressed, he has found it progressively harder to locate his cuff and has found it increasingly tender. The physician l ultimately decided the device was infected and to remove the device. The patient is now stable.